Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that every time when she turned stimulation off using her patient programmer (pp), it did not stay off. The patient would feel it come back on when she moved and lifted her arms. Even when the patient would put it down to zero and off it would come back on. The patient used her implantable neurostimulator recharger (insr) on the morning of (B)(6) 2015 to turn stimulation off and it stayed off. The patient was going to need it off in 6 days for surgery. The patient was also walked through the steps to turn stimulation off. The patient felt stimulation stop and saw the stimulation off icon on the pp. They waited 4 minutes while the patient was active to find out if stimulation would start back up, which it did not. The patient was also helped to turn stimulation back on and the patient was able to do that. The problem was not recreated. The patient was advised to monitor the issue and have the healthcare provider (hcp) check it if it continued. It was noted that the issue had been happening since implant on (B)(6) 2014. A manufacturing representative (rep) later reported that the last time the patient was seen by reps was on (B)(6) 2014. It appeared to be a normal post implant check-up where adaptive stim (as) was activated and the patient demonstrated good charging skills. No other event was mentioned from that appointment. It was noted that the patient was implanted for complex regional pain syndrome (crps) type I and spinal pain.